Event description:
New information on 11-feb-2026 that the pateint is doing well.

Manufacturer narrative:
Additional information is provided in section b5 adn h6. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during an endometrial hysteroscopic resection sparks were generated. Upon removal of the resectoscope, it was discovered that the metal tip containing the loop was missing. A diagnostic hysteroscopy was performed to search for the missing part inside the uterus. Some debris was found, but not the loop. Therefore, a plain abdominal x- ray (asp) was performed, which was normal. Due to the additional diagnostic interventions and ionizing radiation exposure for the patient a report is required.

Manufacturer narrative:
Additional information is provided in section d4 and d9. The event is filed under internal karl storz complaint ID: (B)(4).